Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (finland) experienced unwanted stimulation in the abdominal area when using the scs system. Reprograming was unable to resolve the issue. Consequently, the patient underwent surgical intervention wherein the lead was explanted.